Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the instrument cut, but did not staple. The staples did not close correctly. Another device was used to complete the procedure. There was not patient consequence.